Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation at approx. 19.5 cm distal to the is-1 connector pin. This damage can be considered as the root cause for the observed oversensing mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Interaction between the lead body and a nearby lead should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The cuts in the insulation resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific reported that this ra lead had noise.